Event description:
The customer reported that pt demographics were assigned to a wrong order. When the pt ID was scanned multiple orders came up and the ECG study was linked to the wrong pt demographics. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported that pt demographics were assigned to a wrong order. When the pt ID was scanned multiple orders came up and the ECG study was linked to the wrong pt demographics. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.